Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were artifact detections due to oversensing. It was also reported that there was low p-wave sensing values noted. The lead remains in use. No patient complications have been reported as a result of this event.